Event description:
Caller reported that the t:slim x2 pump battery would not charge, and trying different charging cables and wall adapters did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.